Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen of this pregnant patient. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system dexcom share system user's guide states: the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis.